Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with their implantable cardioverter defibrillator in backup mode due to a firmware update. The device was restored and there were no patient consequences.